Event description:
It was reported via repair work order that the bed had a loss of motor functions due to a stuck button on the pendant. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.